Event description:
The trilogy evo o2 ventilator was returned to the third-party service center for evaluation. The device was not reported to be in use on a patient at the time of the occurrence. During the evaluation it was noted that critical error codes indicting "both the outlet and monitor pressure sensor failed" and "the device software has detected a large pressure drop between the monitor and outlet pressure sensors" were recorded in the device event log. The air pathway was inspected and no contamination was found. Inconclusion the system board and machine flow sensor were replaced to address the issues. Additionally, during service error codes in relation to "outlet pressure sensor railed to maximum negative value." And "monitor pressure sensor railed to maximum negative value." Were recorded in the event log. No alarms sounded at the bench and no cosmetic damage was observed. The software was upgraded to version 1.06.15.00. The device passed all testing.